Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during setup for training, the robot would not power on, and the power button was blinking orange and blue. The caller had the robot in stand-alone mode in the hallway and not connected to the tower. The tse guided the caller through a hard power cycle and emergency power off (epo), but the issue persisted. The tse asked the caller to check the battery led status, which were all green. The tse also inquired about the presence of an image on the helm touchpad, and the caller confirmed there was no image. No logs were available for the tse to review. The caller decided to use another system for training that day.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side cart (psc) common computer controller (ccc) was evaluated by the failure analysis (fa) team. In lighthouse, errors 297, 307 were found indicating the fault, confirm the fault occurred in the field. Visual inspection found no issue related to the event. The ccc psc was installed onto a known good psc system and powered on. Upon startup, errors 297 and 307 were observed. The program download app was used to update and synchronize the ccc psc board with the system. After a power cycle, the system powered up without any errors. Fiber cable light levels were checked across all channels and found to be well within the normal range. Based on these findings, failure analysis concluded that the root cause of the issue was incomplete programming of the ccc psc board.